Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via email that the customer had a low blood glucose reading episode where the paramedics were called to his work. Mother did not have details on the event as she was not present at the time. Several attempts were made to reach the customer for further details on the incident however were unsuccessful. It was noted that the customer was able to get his blood glucose readings under control.